Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "fluid leaking from central line insertion site." The event involved a double lumen powerpicc placed in the upper arm.